Event description:
It was reported that during a rectum procedure, the anvil pin dislodged and the instrument would not close completely. The stapling was incomplete; the staples were not formed and did not hold. There was no problem on the tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 2/10/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.